Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Test strips not returned for evaluation. Returned meter evaluated with defect found. Qc investigation on (B)(6) 2018 resulted in defect found; returned meter produce e-4 code error. Reported defect not reproduced with returned meter. Final root cause -user induced pcb contamination. Test strip (B)(4). Note: manufacturer contacted customer on 1/15/2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 218, 222 and 220 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 140 mg/dl. Customer was unsure if he was using proper testing technique. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer's expiration date is 05/15/2018 and open vial date at time of call is one week. The meter memory was reviewed for previous test result history: (B)(6).